Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The customer reported to have replaced the graphic user interface cpu pcb. Covidien was not authorized to service the device. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.